Manufacturer narrative:
An initial inspection of the instrument and review of the raw data did not provide sufficient information to determine an instrument malfunction. On 05/25/2016 the subject matter experts (smes) evaluated the raw data and found an unexpected system software abnormality which resulted in an increased number of medium angle light scatter (mals) noise events during the sample analysis affecting the accuracy of the results. The cause of mals noise events is undetermined. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system recovered low neutrophils and monocytes with high lymphocytes and no suspect messaging for eight patient samples. The data provided by the customer confirmed that the system recovered low neutrophils and monocytes with high lymphocytes and no suspect messaging for two patient samples. Erroneous results were reported out of the lab for three patients, but there was no change or effect to patient treatment in connection with this event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field action related to this event was initiated on 04/20/2017 and was subsequently reported to FDA. The following (3) manufacturer reports are also within the scope of the field action: 1061932-2013-00740, 1061932-2013-00060, 1061932-2012-02873.